Event description:
Nurse reports that pt expired during routine hemodialysis treatment. Pt was dialyzing alone and found approximately two days later with blood on the floor and saturated on the chair. All disposables were discarded prior to notifying dialysis clinic or nxstage. There was no blood found inside the cycler. Unk if pt's venous catheter dislodged or became disconnected from extracorporeal blood circuit. No autopsy was performed.

Manufacturer narrative:
The extracorporeal blood circuit was discarded and lot number info not provided. Dialysis equipment has not been returned as requested for eval at the time of this report. Device labeling warns that all treatments must be observed by a trained qualified person so that alarms and hazards may be promptly addressed and that a pt should never dialyze alone. Device labeling also warns that the cycler may not sense slow blood leaks, to always tight and recheck the pt vascular access, and to secure the blood access device to the pt. No similar problems have been reported. A review of cycler device history record, indicates that all quality control and acceptance criteria was met prior to release of the equipment. If appropriate, a follow-up report will be submitted if equipment is returned as requested.